Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) failed to capture. The epg was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment of "failed to capture", the device passed all automated and bench testing with no anomalies observed. It was noted that the lower case was broken, the main seal was damaged, and both returned cables were contaminated with blood but passed their continuity testing. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported via follow-up that the issue was resolved by changing out the generator.